Event description:
It was reported that the patient had group a settings with the prior soletra. The patient was having some dysarthria and gait issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 748240, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted, product typ: extension, product ID 748240, lot#, serial# (B)(4), implanted: 2004 (B)(6), explanted, product typ: extension, product ID 7438, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product typ: programmer, patient product ID 3389-40, lot# j0417907v, serial#, implanted: explanted: product typ: lead, product ID 3389-40, lot# j0417907v, serial#, implanted: explanted: product typ: lead, product ID 7426, serial number (B)(4), implanted 2008 (B)(6), explanted, product type: neurostimulator. (B)(4).